Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed while attempting to run a loaded set. System error 105 was confirmed and caused by a failed motor flex.the failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump experienced a system error, which was clarified during baxter's evaluation as a system error 105. It was also reported there was no patient involvement.